Event description:
On (B)(6) 2018 at 2 pm at smile direct in (B)(6), I made an appt to get fitted for aligners. After getting my teeth scanned and payment plans. I decided to go with the monthly option for (B)(6) though I'm pretty sure the total amount is over (B)(6). Also there was pressure to pay right there and then as opposed to looking over my options. I began the program shortly after. Thinking the aligners were actually working, I noticed very little improvement to my overbite. The aligners themselves were a little painful and caused to have a little lisp. After visiting the dentist on (B)(6) to check up on my teeth, he simply said the smile direct's aligners "did absolutely nothing" to help with my over bite. I might also add the aligners were painful, did not fit (they would pop up in my mouth) and even caused my mouth bleed a little bit. I sent an email on (B)(6) stating my problem with the aligners and requesting a full refund. After sending photos of my teeth at various angles to sdc on (B)(6) (after I had gotten dental fillers at the dentist, which made my teeth more aligned - not the aligners). On (B)(6), I received a response from (B)(4) which said the following: hi (B)(6), this is (B)(4) with smiledirectclub, thank you for your recent photo submission. Due to the progress seen, smiledirectclub is offering you a refund in the amount of (B)(6). It looks like you have a remaining balance of (B)(6). With the refund amount applied, your remaining balance has been waived and a refund in the amount of (B)(6) will be issued. Once you confirm this refund, we will send you a general release form confirming your cancelation and refund amount. If you have any questions please feel free to reply to this email directly or give us a call at 1-800-848-7566. Hi (B)(4), the only reason there is some improvement is because during my visit to the dentist, I had cavity fillings which is why my teeth look more aligned. As previously mentioned, my dentist that mentioned that the sdc did not work. If I sent you the charts from the dentist, I visited, would be you able give change the refund to the full amount that I paid? I will accept/ confirm for (B)(6). My response is the following: hi (B)(4), the only reason there is some improvement is because during my visit to the dentist, I had cavity fillings which is why my teeth look more aligned. As previously mentioned, my dentist that mentioned that the sdc did not work. If I sent you the charts from the dentist I visited, would be you able give change the refund to the full amount that I paid? I will accept/ confirm for (B)(6). I know for a fact the smile direct aligners and are not FDA approved. Also the people operating those scans at sdc are not dental professionals which means my initial assessment is not correct to begin with and therefore, the product is faulty. Also the way they explained the refund does not make sense. They will give me a little bit of refund but I need the full refund of (B)(6). Teeth maybe misaligned. FDA safety report ID# (B)(4).